Event description:
The user facility reported that the device would not hold. On 07/03/2008 received additional info from the facility advising that there was patient involvement. The device slipped during surgery. There was no injury to the patient. The device was removed and replaced with another mayfield.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.